Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and failed due to usb connector damage. Charge/boot test was not performed. Functional test was not performed. Internal visual inspection was performed and passed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).